Manufacturer narrative:
(B)(4). The customer reported the ac power module is defective and no power is going to the unit. There was no reported patient involvement. The customer confirmed the ac power module connector was pushed in and had broken wires. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where no power was going to the unit and the ac power module connector was pushed in and wires broke.

Event description:
The customer reported the ac power module is defective and no power is going to the unit. There was no reported patient involvement.